Event description:
It was reported when deploying the anchor from the 8781 catheter kit, the trailing end of the anchor bunched up like an accordion over the catheter, which required an 8785 accessory kit to be opened. Neurosurgeon cut off bunched up anchor with tool from kit and then successfully re-deployed the anchor from the 8785 kit. The device would not be returned as it was thrown in the garbage can.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(4), product type catheter. (B)(4).